Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8fr navarre drainage catheter locking pigtail segment was received for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The catheter hub appeared to be fractured and the proximal segment of the catheter hub was received loaded into an unknown brand 3-way stop cock. A complete compound break was noted at the distal end of the catheter hub segment. The device appeared to be pigtailed at the distal end of the catheter. The edges of the complete compound breaks for both ends of the catheter hub were noted to be jagged. Therefore, the investigation is confirmed for the reported fracture, leak and material separation issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector was allegedly found to be fractured and the nozzle was allegedly damaged. It was further reported that one pipe was allegedly broken in half and the other pipe was allegedly cracked. Furthermore, the catheter allegedly had a fluid leakage with an invitro extravasation. Reportedly, the catheter was replaced. There was no reported patient injury.

Event description:
It was reported that sometime post an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector was allegedly found to be fractured and the nozzle was allegedly damaged. It was further reported that one pipe was allegedly broken in half and the other pipe was allegedly cracked. Furthermore, the catheter allegedly had a fluid leakage with an invitro extravasation. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8fr navarre drainage catheter locking pigtail segment was received for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The catheter hub appeared to be fractured and the proximal segment of the catheter hub was received loaded into an unknown brand 3-way stop cock. A complete compound break was noted at the distal end of the catheter hub segment. The device appeared to be pigtailed at the distal end of the catheter. The edges of the complete compound breaks for both ends of the catheter hub were noted to be jagged. Therefore, the investigation is confirmed for the reported fracture, leak and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector was allegedly found to be fractured and the nozzle was allegedly damaged. It was further reported that one pipe was allegedly broken in half and the other pipe was allegedly cracked. Furthermore, the catheter allegedly had a fluid leakage with an invitro extravasation. Reportedly, the catheter was replaced. There was no reported patient injury.